Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections 3a and b5. Two sets of pro-padz electrodes lot# 0426 were returned for evaluation. One set was received without packaging and the padz were adhered inside a plastic bag, while the second set was returned in opened packaging with the pads stuck together face to face. Evaluation of the first set identified remnants of unshaven hair, which may indicate poor coupling between the electrodes and the patient's skin. Poor coupling may contribute to sparking or arching during therapy delivery. No odor, burns, or other anomalies were observed. Proper skin preparation in accordance with the IFU, reduces poor coupling. Evaluation and continuity testing of both sets of electrodes revealed no functional discrepancies, and both passed continuity testing from the connector to the tins. The electrodes were scrapped following evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), a spark was emitted from the pads. Complainant indicated that the patient sustained minor skin burns.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a spark was emitted from the pads. Complainant indicated that the patient sustained minor skin burns.